Event description:
Medtronic received information regarding a navigation system cranial resection procedure. It was reported that during a case, while verifying registration they got an error 64 message. The representative rebooted the system was able to continue with the case. There was no reported impact to patient outcome and no reported delay. Additional information received reported that the suspected cause in the manufacturer representative's opinion was a glitch between the registration and confirm registration screen as the error occurred when flipping between the two screens.

Manufacturer narrative:
The system was serviced in the field, and the system did not did not perform as intended as the software failed. No hardware parts were replaced. Software analysis determined that the issue was consistent with a known software issue. The logs were reviewed, and the logs did not capture any segfaults but captured the core file from qmlguiservice on the date of the issue. Crash was observed in libnvidia-glcore.so.430.40 while invoking mre: details: default shader storage buffer object from the function initialize() in the default shader storage buffer object. Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.